Manufacturer narrative:
Product analysis: the product specimen has not been returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately eight years, six months post implant of this bioprosthetic mitral valve, this valve was explanted and replaced due to flail valve leaflet and severe aortic stenosis, with severe regurgitation. The patient presented emergently with pulmonary edema and was immediately intubated for surgery. The patient expired during the procedure. The patient's physician reported the cause of death was respiratory failure, and that no medtronic device was implicated in the patient's cause of death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.